Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, and improperly closing the surgical site have been ruled out as potential causes. However, the clinician believes the patient was having an allergic reaction to the tape. The issue was resolved after the tape was removed. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The provided information does not evidence that the curonix device contributed to the reported issue as the patient is allergic to the tape (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported vesicles and pain around the receiver site. During a follow-up appointment, the clinician observed vesicles across the patient's back near the tape and believed the patient was having an allergic reaction. The tape was removed and the issue has completely resolved. The patient is now wearing the device and receiving good pain relief.